Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a stress test. On telemetry qrs complexes were noted without corresponding markers. It was determined the missing markers were due to a suboptimal telemetry connection. No adverse patient effects were reported.